Event description:
The physician felt resistance during initially advancing the deltapaq cerecyte microcoil 2 mm x 4 cm (cdf10020430/c17483) through the hub of the sl 10 c shape microcatheter (details unknown). The microcatheter and the coil were removed together as a unit. The procedure was completed using a same like product and the same microcatheter. An adequate continuous flush was maintained through the microcatheter. There was no delay as a result of the event. There were no damages noted on the microcatheter and coil after use.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new coil (details unknown); sl 10 c shape microcatheter (details unknown).

Manufacturer narrative:
During an embolization procedure of an acom aneurysm, the physician reportedly felt resistance while initially advancing the deltapaq cerecyte microcoil 2 mm x 4 cm (cdf10020430/c17483) through the hub of the sl-10 c-shape microcatheter (details unknown). The microcatheter and the coil were removed together as a unit; therefore the target position was temporarily lost. The procedure was completed using a like product and the same microcatheter. There was no significant delay reported as a result of the event and no injury to the patient reported. It was reported that an adequate continuous flush was maintained through the microcatheter during the procedure. There was no damage noted on either the microcatheter or the coil after use. No other information was provided. The coil was returned undamaged. Using an in-house sl-10 microcatheter, the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems countered. The coil moved freely at all times. Based on the analysis of the returned device the root cause of the coils resistance inside the microcatheter cannot be determined. In addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the analysis findings of no resistance friction with functional testing of the returned device and a lab sample noncodman sl-10 microcatheter procedural factors related to the introduction process, which is outlined in the instructions for use, and/or possibly the concomitant devices appear to have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken.

Manufacturer narrative:
During an embolization procedure of an acom aneurysm, the physician reportedly felt resistance while initially advancing the deltapaq cerecyte microcoil 2 mm x 4 cm (cdf10020430/c17483) through the hub of the sl-10 c-shape microcatheter (details unknown). The microcatheter and the coil were removed together as a unit; therefore the target position was temporarily lost. The procedure was completed using a like product and the same microcatheter. There was no significant delay reported as a result of the event and no injury to the patient reported. It was reported that an adequate continuous flush was maintained through the microcatheter during the procedure. There was no damage noted on either the microcatheter or the coil after use. No other information was provided. The devices were not returned for analysis. Without the return of the devices used in the procedure the complaint cannot be confirmed and a root cause cannot be established. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information available, no corrective action is warranted at this time.